Event description:
It was reported that 5 days following a coronary drug eluting stenting treatment procedue, a sub-acute thrombus occurred. The the pt had a taxus express2 2.5 x 20 mm drug eluting stent placed in the left anterior descending artery in 2004. The pt presented five days later with an increase in cardiac enzymes, electrocardiogram changes, and myocardial infarcting. Repeat catheterization showed that the stent area was completely occluded with thrombus. There was no treatment performed for this complication; the stent will remain occluded. In the physician's opinion, any further treatment would have the same result. He believes the thrombosis was related to the pt's noncompliance with the plavix regimen.